Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an unknown transmitter issue resulting in no data occurred. No additional event or patient information is available. Data was available for evaluation. Confirmation of the unknown transmitter issue was undetermined, however, signal loss was noted in the investigation window. A probable cause could not be determined.

Manufacturer narrative:
Com(B)(4).

Event description:
The transmitter was returned for evaluation. External visual inspection was performed and passed. A voltage test was performed and failed. A device download showed the transmitter never successfully paired. Confirmation of the complaint was confirmed due to issues of a transmitter pairing observed in the logs. The probable cause could not be determined